Event description:
The account reported that the bed will not lower and if they lock out the side rails the bed will lower but will raise back up as soon as they are unlocked. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The account removed the connector from the logic board and the connector from the high voltage power control board and the issue stopped. No further info is available on the repair of the bed at this time. The investigation is ongoing. However, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.